Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted setscrew marks on the is-1 terminal pin, and the distal high voltage (hv) terminal pin. No discernable setscrew marks were noted on the is-1 ring. Bodily fluid was noted in the helix housing and the helix was extended. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The lead did not pass helix mechanism testing, most likely due to bodily fluid infiltration. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited intermittent loss of capture, and oversensing of atrial lead activity. It was noted that the patient's electrograms (egms) appeared to have odd-looking signals on them. A revision procedure was later performed. During the procedure, the rv lead was noted to be dislodged and was explanted and replaced. No adverse patient effects were reported.

Event description:
The lead was later returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.